Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee replacement procedure, it was observed that the battery oscillator device was not spinning. There was no delay in the surgical procedure. A spare device was available for use to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was running rough and had an unknown liquid leaked out at the saw head and on the saw blade. It was further determined that an unknown liquid was found between electronic control unit and electric motor; and the internal components were corroded and had an unknown debris on them. It was determined that all these were attributed to immersion from improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.